Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified, however customer had to use several infusion sets and cartridges while completing troubleshooting. Customer was able to resume insulin delivery. There was no impact to customers blood glucose.